Event description:
It was reported that impedance readings over 4,000 ohms were seen on some of the bipolar pairs. Therapy impedance were okay, and the pt was closed up with the plan to program around the high impedances. It was later reported that the pt was seen in a f/u appointment and had good coverage of his painful area. Add'l info has been requested, but was not available as of the date of this report.

Event description:
Additional information reported that it was unknown if the impedance issue had resolved but it was confirmed that the patient received "good stim[ulation]" if additional information becomes available, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).